Event description:
Customer reports back to back testing compared to a professional meter while using the advantage system with results of 540 mg/dl on the customer's meter and 211mg/dl on the professional meter. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.